Event description:
A hemovac hydrocoat wound drain was placed during a cholecystectomy. When the drain was removed, it broke and the distal portion was retained. A second surgical procedure was performed to remove the retained portion of the drain.